Manufacturer narrative:
(Patient identifier): (B)(6).

Event description:
Elegance study: it was reported that a dissection occurred. The subject underwent treatment with eluvia drug-eluting stents and ranger drug-coated balloons on 28oct2022 as a part of the elegance clinical trial. The target lesion was in the left proximal superficial femoral artery, left mid superficial femoral artery extending to left distal superficial femoral artery with proximal reference vessel diameter of 6.0 mm and distal reference vessel diameter of 6.5 mm with lesion length of 320 mm. The lesion was 100% stenosed and was classified as tasc ii d. Prior to target lesion treatment, atherectomy was performed using 7mm x 1114mm hawk one atherectomy device followed by dilation performed with 4mm x 200mm crosperio pta balloon. Treatment of target lesion was performed by dilation using ranger drug-coated balloons 6mm x 80mm, 6mm x 200mm and followed by placement of the eluvia drug-eluting stents 7mm x 120mm, 7mm x 120mm, 7mm x 100mm. Post-dilation was performed with 6 mm x 200 mm crosstella rx pta balloon. On (B)(6) 2022, same day of index procedure, during treatment of the target lesion a dissection of grade c was noted due to ranger drug-coated balloon 6mm x 200mm. Eluvia drug-eluting stents eluvia drug-eluting stents 7mm x 120mm, 7mm x 120mm, 7mm x 100mm were placed in response to the event, and post-treatment final residual stenosis was noted to be 10%. The subject was discharged with dual antiplatelet therapy.